Event description:
It was reported to the aci sales professional on (B)(4) 2010 that a diabetic female patient underwent a diagnostic coronary catheterization procedure on (B)(6) 2010. The mynx was used following the procedure by a deployer trained to the use of mynx. It was reported that sometime post mynx (exact date unknown), the patient had no pedal pulses upon palpation. The patient had surgery later that night where the surgeon assessed what appeared to be mynx sealant in the popliteal artery. The patient tolerated the procedure well and was discharged on (B)(6) 2010 with no further clinical sequela.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based upon the limited information received and the investigation performed, the cause of the reported sealant misdeployment could not be conclusively determined. In addition, without source documentation of a pathology report or the material to perform chemical analysis, the composition of the occlusion could not be conclusively determined. There was no information provided regarding a pre-procedural femoral angiogram to assess suitability of closure, or any information provided regarding the deployment of the mynx and its use per the instructions for use. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.